Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent damage occurred. The target lesion details are unknown. A 2.75mm x 24mm promus element stent was used however the stent delivery system was not able to cross the target lesion; the stent strut was damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Two strut rows at the most proximal end of the stent were raised from the balloon and misaligned. It was noted that the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent damage occurred. The target lesion details are unknown. A 2.75mm x 24mm promus element stent was used however the stent delivery system was not able to cross the target lesion; the stent strut was damaged. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.